Event description:
On (B)(6) 2009, the pt reported she received an e10 (cartridge) error on her insulin infusion device when changing the cartridge. She removed the cartridge from her device, rewound the piston rod to the bottom, and received another e10. She said she changed her battery 2 days ago but replaced it with another new battery. She then rewound the piston rod but noticed her infusion service was making a very faint and "unusual" noise. She received another e10 error. The pt switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.